Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. This lead's allegation was confirmed. The stylet returned inserted in this lead was extremely bent, once removed from the lead, the lead was still slightly bent in a couple of places. The lead passed the hipot, continuity with manipulation, pressure, helix mechanism and stylet insertion test using a new firm stylet.

Event description:
Boston scientific received information that this right ventricular (rv) lead was unsuccessfully implanted due to lead body and terminal end damage. The lead was never in service. No adverse patient effects were reported.